Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.

Event description:
It was alleged that the self-adhesive of the infusion set was not sticking well enough and that the cannula came out of the patient's body. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.